Manufacturer narrative:
Product analysis:visually confirmed approximately ¿3mm of instrument tips have been broken off, consistent with interface during usage. Material hardness found to be within print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload. Also, the pin that holds the retaining ring to the inner shaft has sheared off. This is consistent the driver being overloaded.

Event description:
It was reported that, intra-op, during a l5-s1 revision, the screwdriver tip broken off while trying to place a screw into hard bone. The product came in contact with the patient. No patient complications were reported.